Manufacturer narrative:
The investigation for the reported priming issues has been completed. The impella was returned for evaluation. During setup process for impella cp, it was noted that the purge solution was not priming through the pump¿s outlet. Troubleshooting processes were run and setup process was repeated and purge fluid confirmed priming prior to connection to purge sidearm. Purge fluid dripped once through outlet and stopped. No alarms noted on console, purge priming process continued for another 5 minutes, with no purge solution noted through the outlet. Physician elected to setup a new impella cp on a different console. Second impella primed appropriately and inserted into patient for duration of case without issues. The data logs show no priming issue and insufficient time for priming process. Upon evaluation of the product, there were no abnormalities found and the priming issue was not reproduced. There was no problem found as the root cause of the priming issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 80-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that while preparing for the impella cp implant, the purge solution failed to prime properly through the pump's outlet. The setup was disassembled and reassembled, but the purge fluid once again stopped flowing when the purge line was connected to the purge sidearm. As a result of the persistent issue, the decision was made to replace the pump. There was no patient harm resulting from the failure.